Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the unrelated procedure the patient reported having prior to the device becoming inoperable. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Event description:
It was reported that the patient was unable to connect to the ipg with external devices. Reportedly, patient has an unrelated procedure without setting the ipg into surgery mode. Next course of action/troubleshooting is pending.

Manufacturer narrative:
Date of event is estimated.